Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in (B)(6) through (B)(4). On (B)(6) 2022 the review of files of this event type was completed. A direct correlation between heartmate (hm) ii left ventricular assist device (lvad), serial number (B)(4), and the report of aortic regurgitation could not conclusively be determined through this evaluation. The patient remained ongoing on (B)(4) until undergoing a transplant on (B)(6) 2020. The heartmate ii lvas IFU is currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had aortic regurgitation and was readmitted to the hospital from (B)(6) 2019 to (B)(6) 2019. The patient received a cardiac catherization. The relationship between the pump and the aortic regurgitation was probably related as the lvad was in use.